Event description:
The pt reportedly experienced sound quality issues with the cochlear implant. Programming changes were made, and external equipment was exchanged. However, this did not resolve the issues. Device testing revealed abnormal issues. The pt will pursue device revision.